Event description:
It was reported to boston scientific corporation that a 105cm two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease the device was placed on (B)(6) 2010. According to the complainant, post procedure, the I-port connector detached from the j-tube. A new two port through the peg jejunal feeding tube was placed. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
On september 4, 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was displaying three dashes instead of the calibration code number. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter displayed only three dashes; he was unable to obtain a blood glucose reading. After the use of the meter, the patient took his usual dose of the oral diabetes medication glyburide. Ten minutes later, the patient experienced the symptoms of sweating, dizziness and headache. The patient administered self-treatment with glucose tablets; he did not seek any medical attention. Troubleshooting revealed the meter had not previously been programmed correctly with the calibration code number, and that the patient's test strips were expired. The issue was resolved. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect in that he had not programmed the meter for the correct calibration code number. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k062195.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.